Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 11-15 mg/dl. The customer disconnected from the pump and went to the emergency room. Customer was treated with intravenous glucose and was admitted to the hospital coherent, but exhausted. Low bg was resolved and customer was discharged on (B)(6) 2018. Initially, customer alleged pump over delivered. Tandem technical support reviewed the pump data; no unusual pump related deliveries or activities were identified. Customer acknowledged that a food bolus was delivered and may have been too large to cover the food that was consumed. Reportedly, customer met with a healthcare provider to discuss the event.